Manufacturer narrative:
(B)(4)

Event description:
It was reported "both needles in raulerson syringe were cracked and unable to use". This was found prior to use. Both kits were used on the same patient. A third kit was used successfully. There was no patient involvement. No patient harm or injury. The patient's current condition is reported as "fine". Associate MDR numbers include: 9680794-2026-00234.